Event description:
The end-user used the bath/shower seat in the shower, but it collapsed while he was sitting on it. All four legs spread out, and he slid off the seat. He fell to the shower floor. The seat is defective where its 2 legs cross. The threading nut is not capable of holding the end-user, who is reported as being under 250 lbs. The end-user just had foot reconstructive surgery, and he landed on his hip on the surgery side. He had a bone graph on this side, but he did not fall directly on the graphing site. He fell on the edge of the walk in part of the shower, that sticks up. He had his foot propped up, and when he fell, it slammed down on the floor, causing incredible pain. His foot is in a cast, and is painful, but not as painful as the day it happened (vs. The day compass health brands was notified). The end-user didn't go back to the doctor, but he was expected to go back on (B)(6) 2017 for a scheduled appointment. No further information has been obtained regarding the user's current condition-post the (B)(6) appointment. The device is reported as having been used in an end-user's home without assistance/supervision during use. The device is reported as having been used on a shower floor. The device was returned to compass health brands on (B)(6) 2017. The unit was found to have its center nut dislodged from its plastic seat. As a result, the hand screw that secures the legs was unable to tighten into the seat. The legs were also found to have been bent upon return.